Event description:
It was reported that the fiber tip detached inside the patient during a procedure. The physician was able to retrieve the fiber cap with forceps. There was no indication or report of any part of the device remaining inside the patient. The physician performed a turp to complete the procedure. "No damage to the patient" reported.

Manufacturer narrative:
The component codes for fiber and cap are associated with the device code for break.